Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Inspection of the device found the exposed portion of the soft cannula to be damaged. Due to the soft cannula being damaged, the fluid did not flow through the complete fluid path. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred.

Event description:
It was reported while a patient had been wearing a pod their blood glucose level had read high (>250 mg/dl). The patient reports their blood glucose level had been elevated after receiving steroid injections.